Event description:
A voluntary medwatch report stated that the right atrial (ra) lead exhibited myopotential oversensing, which resulted in false atrial tachy response (atr) episodes, non-sustained ventricular tachycardia episodes, as well as pacing inhibition with asystole. The patient had been experiencing dizziness and presyncope. Programming changes were made, which caused extracardiac stimulation and discomfort. No additional adverse patient effects were reported.

Manufacturer narrative:
Voluntary medwatch report received: mw5163178.